Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report: 1627487-2012-04092, 04093, 04094. The patient received her scs system on (B)(6) 2010, including three leads (all with different lot numbers). It was reported the stimulation would auto-reduce when the patient tried to turn up the amplitude. The sjm representative interrogated the system and determined there were high impedances. The system was reprogrammed, and the patient was instructed to charge the ipg. In addition, it was reported the ipg battery was depleting whether the system was used or not. The patient was scheduled for a follow up appointment to determine if the issues persist.